Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the physician believed that there may have been an endoleak at the flow divider. The implanting physician elected to place an aneurx limb; however, the endoleak was still present. The physician reviewed the films and it appears that there may be a hole in the bifurcated stent graft near the ipsilateral limb approx. 3 cm-4cm below the flow divider. It was reported that the area where the endoleak was detected, the physician elected to model the stent graft with the intergraded modeling balloon. The physician used a 20 cc syringe to inflate the balloon; however, it is unk how high the balloon was inflated. The physician elected to place another aneurx iliac limb, the endoleak was resolved. Films have been received and are pending eval. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Pending film eval.